Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, cystitis, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, fatigue, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device : uterus") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 627406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, acid reflux (oesophageal) in (B)(6) , epidermal cyst on (B)(6) 2009, degenerative disc disease and fibromyalgia. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone (depo provera) for contraception and oral contraceptive nos for menorrhagia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - abdominal(partial essure removal)) and surgery (total hysterectomy (uterus and cervix removed) - abdominal(partial essure removal)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, cystitis, dyspareunia, fatigue, headache, allergy to metals, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) , hysterosalpingogram test was performed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea." Most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet received. Plaintiff historical conditions added. Outcome for pain, painful menstrual cycles/ dysmenorrhea (cramping), abnormal bleeding (menorrhagia) and abnormal bleeding (vaginal) updated as recovered. Previously reported event perforation (uterus)/migration of essure device location of device updated to perforation (uterus)/migration of essure device location of device : uterus. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device : uterus") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 627406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, acid reflux (oesophageal) in (B)(6) , epidermal cyst on (B)(6) 2009, degenerative disc disease and fibromyalgia. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone (depo provera) for contraception and oral contraceptive nos for menorrhagia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - abdominal(partial essure removal)) and surgery (total hysterectomy (uterus and cervix removed) - abdominal(partial essure removal)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, cystitis, dyspareunia, fatigue, headache, allergy to metals, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) , hysterosalpingogram test was performed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no: 627406) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone (depo provera) for contraception and oral contraceptive nos for menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)". On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), headache ("headaches"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - abdominal(partial essure removal)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, cystitis, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, fatigue, headache, allergy to metals, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, dysmenorrhea." Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was added. This case concerns 35 year old patient. Her historical conditions were added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet: perforation (uterus)/migration of essure device location of device; abnormal bleeding (menorrhagia) and bladder problems or changes) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.